Event description:
It was reported that the panel height of back & hip part has unbalanced problem due to potentiometer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the panel height of back & hip part had an unbalanced problem due to faulty potentiometer. Follow-up submitted as further investigation determined the issue was not due to a faulty potentiometer; however, customer decided not to have the unit repaired at this time. A visual and functional inspection was allegedly performed by unidentified individual of koinet.

Event description:
It was reported that the panel height of back & hip part has unbalanced problem due to potentiometer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.